Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
The provider states the end user called him regarding the left front caster. When the provider went out to see the chair, the left fork was tucked under the chair. The provider states the chair was inside the home when the issue occurred. No injuries noted.